Manufacturer narrative:
Device was used for treatment, not diagnosis. Dennyson, w. And fulford, g. (1976). Subtalar arthrodesis by cancellous grafts and metallic internal fixation. The journal of bone and joint surgery, 58-b, 507-510. This report is for an unknown ao cortical screw / unknown quantity / unknown lot. (Other number): UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, dennyson, w. And fulford, g. (1976). Subtalar arthrodesis by cancellous grafts and metallic internal fixation. The journal of bone and joint surgery, 58-b, 507-510. The authors reported the results of subtalar arthrodesis in a group of children with pes valgus treated with internal fixation by screw or wires and cancellous bone grafting. From 1970 to 1975, 48 subtalar arthrodesis were performed in 29 children between the ages of two and 16 years (average age: eight years). There were 17 boys and 12 girls. The method of fixation included kirscher wires (four patients), sherman screws (41 patients), mckee lag screw (one patient) and ao (association for the study of internal fixation) cortical screws (two patients). Radiographs and clinical assessment were conducted post-operatively. Follow-up ranged from one year to five and one half years (average: three years). Serious injury results included failed fusions (three); unsatisfactory fusion position of 15 degrees of valgus (one patient). The authors did not identify the method of fixation. This is report 1 of 2 for (B)(4). This report is for an unknown ao cortical screw.